Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. The lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a haptic of a zct150 23.0 diopter intraocular lens (iol) (haptic) tore while inserting into the patient's operative eye because it got stuck to the plunger. Part of the leading haptic touched the eye, but the lens was not fully inserted. The doctor removed the damaged lens and replaced it with a back up lens, which was the same model and diopter during the same procedure. There was no incision enlargement, vitrectomy, or sutures used. Reportedly, the patient is fine post-operatively. No additional information was provided.

Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was discovered that the intraocular lens zct150 +23.0 (serial number (B)(4)) was incorrectly reported as suspect medical device; instead the cartridge 1mtec30 should have been reported as suspect medical device in section d. Therefore the following fields were updated: brand name: platinum 1 series. Common device name: surgical adjuncts. Product code: kyb. Model #: 1mtec30. Catalog #: 1mtec30. Lot number: unknown, not provided. Expiration date: unknown, as the lot number was not provided. (B)(4). Concomitant medical products: lens zct150, serial number (B)(4). (B)(4). PMA/510(k): k081545. As a result of the change to the reported manufacturer in the manufacturer report number is updated to begin with (B)(4). Device manufacture date: unknown, as the lot number was not provided. Additional info: additional information was received and it was learnt that there was no patient injury and no complications post surgery with the replacement lens. (B)(4). Device evaluation: the cartridge was not returned at the manufacturing site for evaluation. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown; therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to fill the entire inside of the cartridge with viscoelastic. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.